Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had a one sensor without the electrode and one sensor with a bent electrode. Customer¿s blood glucose value was 150 mg/dl. Customer want to stop the insulin pump then the customer was advised to contact his health care professional. The device will not return for the analysis.